Event description:
It was reported that the customer experienced a high blood glucose level of 499 mg/dl. The customer had issues with the insulin pump's batteries. She received low battery and failed battery test alarms. The battery cap was damaged. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.